Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned

Event description:
Medtronic received information regarding an imaging device. It was reported that the system was not taking 3d images. The system was able to take 2d images. There was no patient impact reported.

Manufacturer narrative:
Correction: it was reported that the site refused service and the system was functioning without issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) indicated that the procedure type was a lumbar fusion and the site refused to provide patient demographics.